Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted due to the patient experiencing halos at night. The patient was not injured. There were no complications such as a capsule tear, vitrectomy, incision enlargement, sutures or medication to prevent permanent impairment. A light adjustable lens (lal) was implanted. The patient¿s outcome was reported as ¿doing fine¿. No further information was provided.

Manufacturer narrative:
Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates. On (B)(6) 2024 through on (B)(6) 2025, respectively. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 17, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received. Visual inspection under magnification reveal the complaint lens was received coated in viscoelastic residue. The lens was cleaned revealing no issues that could cause or contribute to the complaint issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.